Event description:
A medtronic representative reported that surgeon felt the ball tipped passive planar probe was more than 1 mm inaccurate during a spine surgery. The probe had verified without issue. The surgeon switched to the navigated dilator and felt it was accurate. The surgery was continued with this instrument. There was no delay to the surgery or impact to the outcome of the patient.

Manufacturer narrative:
Patient weight was unavailable from the site. The device was returned to the manufacturer for analysis and showed signs of physical damage. The returned probe was found to be well worn with scratches and nicks over the surface of the probe also with a nick to the side of the tip of the probe. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. The probe is fully functional. The reported event could not be duplicated by onsite medtronic personnel. The device was replaced and there were no further issues.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.